Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the pumping mechanism. The ipp was explanted and replaced with a tactra. There were no patient complications reported.